Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2019 with blood glucose of unknown. Customer went to emergency medical service dispatched. Customer had symptoms like dehydration and vomiting. The customer was treated with intravenous drip. Customer was not using auto mode. Customer troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.